Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier board was replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after phone calls requesting information (B)(6) 2020. UDI# (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient injury.